Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The reported symptom of "improper shut down error when the pump is turned on during programming of the device and then it completely shut down" was not able to be reproduced. The reported symptom was verified through a review of the event history log by the presence of "improper shutdown!" On the final days of customer use in the log. It cannot be determined if the alarms are user induced or due to device malfunction. No cause was identified for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shut down error when the pump is turned on during programming of the device and then it completely shut down. There was no known patient injury or medical intervention associated with this event. No additional information is available.